Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the slide sleeve won't turn, unable to insert k-wires. It was noted the internal components were corroded and rusted (unknown residual matter on components), clamping components and stop ring worn. The assignable root cause was due to improper cleaning and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo)/ orthopedic surgery, it was discovered that the quick coupling device was going "bad/sluggish". According to the reporter, the device was returned from repair, it worked fine for about three surgeries, then started going bad/sluggish ever since. The reporter indicated that there was no significant delay in surgery; just a couple of minutes. A spare device was not available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.